Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional information from the customer and the legal manufacturer's final investigation. The customer provided the cleaning, disinfection and sterilization (cds) processes performed onsite at the user facility. The customer did not perform a pre-procedure device check. The customer performed the precleaning within five minutes of the procedure being performed. Water was aspirated through the instrument/suction channel with a suction pump until the aspirated liquid became clear, the forceps elevator was moved to raise and lower three times in the water during aspiration and the auxiliary water channel was flushed with water. The customer did not aspirate both the first and second position of the suction valve, flush the air/water channel with air/water using the mh-948 or flush the air/water/ballon channel with air and water using the maj-1444 and maj-629. During manual cleaning, the customer noted that all reprocess accessories did not have any defect, it was less than 60 minutes from pre-cleaning to manual cleaning, the leak test was performed within specification and the customer used dr weigert¿s mediclean forte. The customer brushed the instrument/suction channel, the suction cylinder and the instrument channel port and the detergent was aspirated through the instrument/suction channel and the brush was inserted into the channel from the suction cylinder. The customer flushes the air/water, instrument/suction channel and the auxiliary channel. The flushing was done with the accessories in accordance with the instructions for use (IFU). The forceps elevator was operated while in the detergent solution, the forceps elevator was flushed appropriately. The distal end was not flushed with maj-2319. For automated endoscope reprocessor (aer) treatment, the customer used rapid aer by cantel along with along with detergent rapicide 1 and disinfectants rapicide 2 and pa. The customer stores the scope in a drying cabinet with all of the removable parts detached from the scope. The customer handles the accessories manually. Olympus has trained the customer¿s personnel on reprocessing. The customer sampled the scope from the rinses of the instrument channel. Sampling occurred at the customer site. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of the device testing positive for microbial contamination. The investigation found no obvious deviation from IFU when reviewing the reprocessing steps provided by the user. IFU warns on inappropriate reprocessing as follows: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for microbial culture testing. All channels were sampled and the device tested positive for over 12 colony forming units (cfus) of microbacterium and paenibacillus species on the sampling solution of the instrument/biopsy/suction channel. The device was reprocessed and underwent a second sampling and no germs were detected. The obtained results are in conformance with the requirements. The device was evaluated by olympus. The adhesive on the bending section cover was cracked. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for microbial growth on the suction and biopsy channel. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing. There were no reports of patient harm associated with this event.